Event description:
During an ercp procedure, the physician used a wilson-cook tracer hybrid wire guide with multiple devices. During use the physician noticed that the coating on the distal tip of the wire guide had separated but had not detached. No injury to the patient was reported.